Manufacturer narrative:
The initial complainant was the pt whose name and telephone number is not being submitted. The additional info was obtained from her physician. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that an obtryx/lynx sling was used during a paravaginal urethral sling procedure on the previous month. According to the complainant, a paravaginal urethreal sling was placed in two months prior to original date, day is unknown. On the month prior to original month, the doctor had to go back in (surgery) due to an erosion of the vaginal wall. The skin did not close over the sling and there were not signs of infection. On the day prior to original date, the pt went back to the doctor and the skin still had not closed up. The patient's gynecologist stated that any additional follow-up will be with her urologist. Urologist name has not been provided. No additional pt details are available at this time.